Event description:
It was reported that a balloon rupture occurred. The target lesion was located at the distal segment of the brachial artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 8atm. The device was completely removed from the patient's body. No patient complications were reported and the patient's condition was stable.